Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue.the reporter stated that the battery had been needing to be changed more often than it had been in the past. The reporter denied damage to the battery cap and battery compartment and denied moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.